Event description:
While performing angioplasty, the balloon was over-inflated and burst. While attempting to remove the catheter, over the wire and through the 8 fr. Tervmo sheath, the catheter tip sheared off. The fragment remained on the wire and the physician was able to retrieve it. After discussing with the company rep, it was noted that the balloon ruptured transversely, not the "normal" longitudinal.